Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that two weeks ago the customer passed out and experienced a low blood glucose level of 30 mg/dl. The paramedics were called and they were able to get her blood glucose level up. The customer was not admitted to the hospital. She was currently not on the insulin pump because she was having trouble inserting the infusions sets. The customer reverted to shots. The device was not returned.